Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 11-sep-2025, a spontaneous report was received from a consumer via email regarding a 79-year-old male consumer who used a thermacare neck/shoulder/wrist heat wrap. On approximately (B)(6) 2025, applied a thermacare neck/shoulder/wrist heat wrap to the right side of his neck. The consumer did not wear the product for more than 8 hours and it was not known if he slept while wearing the product. Once he removed the product he experienced a burn with redness. The size of the burn was approximately 2 inches long. The consumer did not talk to his doctor prior to using the heat wrap. His physical therapist informed him to use cold instead of hot therapy for his neck pain due to the burn. He did not seek additional medical attention for his symptoms. The consumer concomitantly used an icy hot rub and unspecified patches. She did not know if other products contributed to the burn. No additional information was provided.

Manufacturer narrative:
On 26-jun-2025, angelini s.p.a. Provided bridges consumer healthcare additional information. Angelini s.p.a. Received the information on 18-jun-2025. The report verbatim is as follows: the root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Evaluation of the consumer sample showed no obvious defects. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Manufacturer narrative:
Angelini provided additional information to bridges consumer healthcare on 18-jul-2025 regarding an updated quality investigation completed on 18-jul-2025. The manufacturer narrative was updated to the following information which supersedes the prior manufacturer narrative. The most probable root cause is intentional device misuse. It was reported that 79-year old male patient applied thermacare nsw 8hr heatwrap. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The packaging instruction warns the consumer, if 55 and older, risk of burning increases. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.